Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had rewind anomaly. The customer¿s blood glucose level was 5.4 mmol/l. The customer reported that the pump was making a strange noise when it was rewinding. The customer was advised that they will need to return their pump to medtronic of (B)(4) for safe disposal, and that pump will be destroyed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected noise when rewinding noted.